Manufacturer narrative:
A review of lot file a117 was performed. There were no nonconformances or alarms associated with this event type reported. This lot met all release requirements. A review of complaints received for lot a117 was performed. There was one other complaint reported for pressure dome leaks at the time of investigation for this lot. No trends were detected. The smart card and photos were received for investigation. No kit was received. No root cause could be determined. Based on the investigation for this complaint no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
The customer reported a pressure dome leak. (B)(6). Customer reported a blood leak on centrifuge pressure dome. Issue started after 200ml of wbp issue noticed: on the pto. First a small droplet of blood was seen, and then suddenly a lot of blood flooded the pto table. Treatment was not restarted. No alarms occurred. Customer stated that she did not see any kit damage upon installation and there was no issue with the prime. Customer stopped machine, disconnected the patient and cleaned blood spillage. Service order number (B)(4) submitted and canceled. Customer returned smart card and submitted photos for investigation.